Manufacturer narrative:
07-dec-2017 investigation results: the reporter returned toothbrush head on 02-aug-2017. Toothbrush head confirmed to be counterfeit.

Event description:
A bit of stainless steel came out of the brush head and it became loose, device breakage. No adverse event. Product counterfeit. Case description: report source: non-event - spontaneous. A male consumer, age unspecified, reported via phone on (B)(6) 2017 that a bit of stainless steel came out of an oral-b power oral care refill probright (3d white brush head), and it became loose. He reported the brush head was from a pack of 4. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
A bit of stainless steel came out of the brush head and it became loose [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer, age unspecified, reported via phone on (B)(6) 2017 that a bit of stainless steel came out of an oral-b power oral care refill probright (3d white brush head), and it became loose. He reported the brush head was from a pack of 4. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.